Manufacturer narrative:
(B)(4). The device was not returned for evaluation; root cause could not be determined based on information available in this complaint report.

Manufacturer narrative:
(B)(4) - the devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
This is a clinical report from a (B)(6) doctor received by baxter on (B)(6) 2011 and updated (B)(6) 2011. On an unreported date, the patient began treatment with intraperitoneal (ip) dianeal 2000ml twice a day, extraneal viaflex 2000ml and nutrineal pd4 2000ml both daily (lot numbers not reported) 7 days a week for peritoneal dialysis (pd). The last administration of the unspecified ip investigational product prior to this event was (B)(6) 2011- 2000ml over 12 hours at home. On (B)(6) 2011, the patient sought emergency care, and on (B)(6) 2011, was hospitalized with complaints of abdominal pain, nausea, hypoxia, hypothermia, loose stools and cloudy peritoneal (pd) effluent for 10-15days with a 5 day history of acute diarrheic disease. After test results, the patient was administered heparin, ranitidine, methocloropramine, vancomycin 1gm every 96 hours, gentamicin 80mg daily and cephalotin 1gm daily, all intravenous(IV) (doses and frequency unknown). On (B)(6) 2011, the patient was transferred to a different hospital. On an unreported date, pd effluent was obtained."a convulsion was evidenced" on (B)(6) 2011. The patient received vancomycin and cefepime (doses, frequency and route not reported). The peritonitis was considered secondary to the pd catheter with torpid evolution, sepsis and hemodynamic compromise. The pd catheter was removed on (B)(6) 2011, but initiating hemodialysis was undecided. The investigational product was withdrawn (date not reported). The patient had a torpid evolution with redistributive shock and remained hospitalized until she died on (B)(6) 2011. The cause of death was determined as sepsis- secondary to peritonitis. An autopsy was not done. The investigator assessed the fatal event of peritonitis as severe and life threatening, but believed that the fatal event of peritonitis was not associated to investigational products or trial procedure. An alternative etiology of acute diarrheal disease was provided for the fatal event of peritonitis.